Manufacturer narrative:
The glidescope smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image when the smart cable manipulated near the hdmi connector. Since there are no repairs available for the spectrum smart cable and the customer received a replacement smart cable the returned smart cable was scrapped. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent, the image would go out when the smart cable was bent. Reportedly the cable looked worn near the connector. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.